Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced pain in their legs and buttocks. It was stated to be possibly related to the device. The etiology was programming/stimulation. A loss of coordination with muscle spasms in quadriceps and buttocks was also noted. Therapy was suspended on (B)(6) 2013 and the device was reprogrammed on (B)(6) 2013. The severity was listed as moderate. The outcome was described as ongoing. Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that intervention included other surgical treatment specifically l4-5 laminectomy and discectomy on (B)(6) 2014.